Event description:
Customer reported that there was a chip of the insulin pump casing that was missing by the side of the battery compartment. The blood glucose reading was 51 mg/dl. Customer treated with food. She did not recall how the damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip and a cracked display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.